Manufacturer narrative:
This catheter is only approved for pta indication. It was being used for dialysis. The longitudinal burst was confirmed during visual examination.

Event description:
Balloon burst.